Event description:
Patient had device implanted in 2000. Patient did not feel right. He had pain off and on so he was evaluated. He was evaluated again by the gov to get his disability raised. Bone scan was done and they found out the device was loose.